Event description:
(B)(4). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She reported that she felt duped. She was never given the opportunity to really speak to her doctor about essure. All she received was a pamphlet. She stated that it was the biggest regret of her life. She was living in pain daily and she had no hope of getting it removed. Follow-up received on 21-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 11-apr-2016 and 19-apr-2016: operative report was received on 11-apr-2016. Date of birth of the patient was added. She was (B)(6). Essure was inserted in 2014 for contraception. On (B)(6) 2016, surgery was performed. The indications for procedure were pelvic pain, abnormal uterine bleeding and vulvar skin tags. The patient suspected that the essure coils could be an etiology for the pelvic pain. Postoperative diagnoses and findings noted that the patient had a normal endometrial cavity on hysteroscopy. She had a normal-appearing uterus. Her fallopian tubes appeared normal and the essure coils were completely concealed within the fallopian tubes at the beginning of the procedure. At laparoscopy, the patient had a small amount of adhesions between the bladder and the anterior uterus. She had fatty adhesions to the anterior abdominal wall likely from previous laparoscopy surgery. At hysteroscopy, the uterine cavity was examined, bilateral tubal ostia were seen, but no essure coils were seen within the uterine cavity. The hysteroscope was removed and dilation and curettage were performed. The novasure device was obtained. Novasure power was 129 watts. Time of ablation was 54 seconds. Attention was once again turned to laparoscopy. The left fallopian tube was examined and found to be free of adhesions. This fallopian tube containing mostly essure coil was removed. There was found to be a small piece of the essure coil present at the cornual. The physician was able to remove essure coil easily from the cornual. The physician likewise performed a salpingectomy on the right fallopian tube. There was a small portion of essure coils protruding from the right corneal and this as easily removed. A staple was seen in the posterior cul-de-sac. The physician felt that was likely from a previous cholecystectomy. Laparoscopic removal of staple was performed. The patient did have a site of endometriotic implant on peritoneal fold anterior to the uterus near the bladder. This endometriotic implant was fulgurated. Excisional biopsy of vulvar skin tag was performed. The estimated blood loss of the procedure was about 20 ml. Upon internal review on 19-apr-2016, the (B)(4) was identified as a duplicate of this case. All information from (B)(4) was transferred to this case and (B)(4) will be marked for deletion. Updated quality-safety evaluation of ptc received on 03-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. According to follow up information, surgeries (laparoscopy and hysteroscopy) were performed two years later and the left fallopian tube containing mostly essure coil was removed. There was found to be a small piece of the essure coil present at the cornual which were easily removed. The physician likewise performed a salpingectomy on the right fallopian tube. Pelvic pain is listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the temporal relation, causality with suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case was classified as an incident. Other non-serious events were informed. Updated technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up from 06-sep-2016: follow up attempts were made with no response to date. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. According to follow up information, surgeries (laparoscopy and hysteroscopy) were performed two years later and the left fallopian tube containing mostly essure coil was removed. There was found to be a small piece of the essure coil present at the cornual which were easily removed. The physician likewise performed a salpingectomy on the right fallopian tube. Pelvic pain is listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the temporal relation, causality with suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case was classified as an incident. Other non-serious events were informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 21-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) -year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included procedural complication. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pain ("I live in pain daily"), acrochordon ("vulvar skin tag"), endometriosis ("endometriotic implant on peritoneal fold anterior to uterus near bladder"), pelvic adhesions ("small amount of adhesions between bladder and anterior uterus / fatty adhesions to anterior abdominal wall"), device breakage ("fallopian tube containing mostly essure coil was removed, small piece of essure coil present at the cornual"), complication of device removal ("fallopian tube containing mostly essure coil was removed, small piece of essure coil present at the cornual"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding prolonged bleeding"), vaginal discharge ("irregular vaginal discharge"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. On (B)(6) 2016, the acrochordon and endometriosis had resolved. At the time of the report, the pelvic pain, uterine haemorrhage and pelvic adhesions outcome was unknown and the device breakage, complication of device removal, dysmenorrhoea, menorrhagia, vaginal discharge, abdominal pain lower, back pain, dyspareunia, migraine and allergy to metals had resolved. The reporter considered abdominal pain lower, acrochordon, allergy to metals, back pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, pain, pelvic pain, uterine haemorrhage and vaginal discharge to be related to essure. The reporter considered pelvic adhesions to be unrelated to essure. The reporter commented: symptoms have resolved and that she feels much better. Plaintiff left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were fully occluded . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event severe menstrual pain; abnormal menstrual bleeding; prolonged menses; severe lower abdominal pain; severe back pain; painful intercourse; migraine headaches; nickel allergy; and irregular vaginal discharge added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).